Manufacturer narrative:
It was noted that the device was retained by the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that a surgical revision was performed and this device was explanted and replaced. During the explant, it was noted that the device had a damaged seal plug on the right atrial (ra) port. Reproducible noise had been observed on the ra channel. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements greater than 125 ohms. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Sending supplemental report to provide results of the product investigation.

Event description:
Additional information received reported that defibrillation threshold (dft) testing was performed to test this patients system. The dfts were not successful; therefore, tachycardia therapy was turned off and the patient was given a life vest for tachycardia therapy support. The dft testing resulted in normal shock impedance measurements and no subsequent fault codes. No additional adverse patient effects were reported.